Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer stated the patient bled from her rectum during a technically uneventful procedure. This was not noticed until post-procedure cleanup and repositioning of the patient back onto the stretcher. Patient received a total of 20mgs of tpa delivered during four separate runs in 2 separate treatment zones. The customer stated that during subsequent post procedure follow-up the history of a stomach ulcer was not noted in the pre-procedural chart, and was unknown to the customer at the time of the procedure. Patient required transfer to ICU and 2 l of blood. Patient was stable as of (B)(6).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.